Event description:
Pt dialyzed with machine which was assembled according to MFR's instructions. One hour and 30 minutes into treatment, the machine alarmed high arterial pressure and blood was found in arterial and venous hanson lines. Blood pump was immediately turned off and everything was discarded (dialyzer and blood lines). Pt lost approx 200-250 cc of blood. Pt's vital signs were unchanged and pt had no ill effects from the incident.